Event description:
Sorin group received a report that during a procedure, the s3 double head pump displayed an error message. The error occurred between cardioplegia doses while the pump was not running. The clinician cycled the pump to clear the error and the case was completed without further issues. There was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during a procedure, the s3 double head pump displayed an error message. The error occurred between cardioplegia doses while the pump was not running. The clinician powered cycled the pump to clear the error and the case was completed without further issues. There was no patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.